Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and ECG functional testing without duplicating the report. The multi-function cable and defib receptacle were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.